Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the om-9000s stabilizer would not hold suction. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Product is returning.